Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported a lens that was noticed to be cracked when inserted into the eye of a patient during an intraocular lens (iol) implant procedure. An anterior vitrectomy had to be performed, and surgery was completed with a new lens.

Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. One haptic is bent in the gusset area and is broken in the distal area (not returned). The optic is torn into two portions. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).